Event description:
A valiant stent graft system was implanted in the patient for an emergent endovascular treatment of a thoracic aortic rupture. The patient was admitted emergently due to an aneurysm rupture. The rupture location was not identified. After a bypass was executed a 34x34x150 was implanted in zone 4. The second stent graft 42x42x150 was implanted proximal of the first device right under the lcca. Aneurysm and vessel morphology was not reported. A type ia endoleak was identified due to migration. The patient received an intervention where a 46x46x150 was implanted; however, the endoleak was not resolved. The physician added another stent graft 46x46x100 and the final angio confirmed that a small endoleak still remained. The physician decided no to provide additional treatment and to continue to monitor the patient. The physician stated that it is unknown the cause for the migration; however, it is likely related to patient's anatomy and not the stent graft. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4). Off label-unapproved or contraindicated use of device (pre-operative rupture). Exact date of the event unknown.